Manufacturer narrative:
This event was reported late by surgeon. This feedback was received when surgeons were asked about hip replacement system performance. Surgeon reported that one of his patient had a revision surgery due to post operative fracture. Post op fracture occurred 1 week after surgery. Exact event date was not reported by surgeon. No further action was required. This event was logged for tracebaility purpose.

Event description:
This event was reported late by surgeon. This feedback was received when surgeons were asked about hip replacement system performance. Surgeon reported that one of his patient had a revision surgery due to post operative fracture. Post op fracture occurred 1 week after surgery. Exact event date was not reported by surgeon.